Event description:
Customer called to report the lead screw was disconnected from the pump. It was stated that the lead screw was coming out of the pump. Device was not dropped, bumped, or exposed to moisture. Customer had high blood glucose when they woke up, and they did not have a back up of manual injections.